Event description:
It was reported by remote transmission the patient was admitted for multiple inappropriate shocks. The discriminator on the implanted defibrillator shocked for atrial arrhythmias with rapid ventricular response. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2007. (B)(4).